Manufacturer narrative:
Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2011; 6944-65 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited elevated impedance, high thresholds and loss of capture. The lv lead was programmed off as a result and remains in the patient. No patient complications have been reported as a result of this event.